Event description:
It was reported that a pump alarmed for an upstream occlusion while delivering vasopressin to pt (medication, programmed amount and delivery rate unk). The customer stated that the pump was replaced and the second pump alarmed for an upstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. At this time, the date of event is unknown. MFR report no. 1314492-2013-00079, is related to the same event.